Event description:
Procedure: lap gastric bypass. According to the reporter: the sulu failed to complete the staple line when applied to tissue and fired. Or time was extended by a few minutes to resect the staple line and place a new one with a replacement instrument.